Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 10cm abdominal aortic aneurysm. The aortic neck diameter is 22 mm proximally and 24 mm distally and it was 42 mm in length. The neck was severely angulated. It was reported that the tip broke off while it was being pulled back into the delivery system post deployment of the stent graft. The tip remained in the pt and had to be caught with a snare device and pulled out of the vessel. The tip was caught with a snare and successfully removed from the pt. No additional clinical sequelae were reported, and the pt is fine. The device was received for eval.

Manufacturer narrative:
(B)(4) eval, results and conclusions: severely angulated neck. Eval summary: the detached tip was returned still attached to the snaring device. The guidewire was returned loaded within the device. The slider was in the home position. A 12cm of the working length of the graft cover with the marker band was missing and not returned (further f/u with the field confirmed the missing section was not left in the pt. A CT scan was done before the pt left the hosp and everything was fine). The missing sheath appeared to have detached 1 cm distal to the stent stop. The inner member with the spiral section detached at the stent stop. The guidewire within the detached inner member also broke off at the same point. A section of the guidewire floppy end was extending out of the taper tip distal end. The length of the detached inner member was 12cm. The detached inner member was severely kinked immediately proximal to the taper tip. There were multiple kinks and twisting marks on 13cm length from the detached edge of the graft stop. There were 2 kinks on the guidewire at the backend luer. During eval, the device was disassembled and the guidewire was removed. No abnormalities were noted with the different components. There were more kinks on the guidewire when removed. The inner member with spiral section broke off at the stent stop. Kink at the stent stop due to vessel tortuous morphology and use of excessive force and excessive torquing could cause detachment of the inner member at the stent stop.